Event description:
It was reported that the patient experienced recurring incontinence with their ams800 artificial urinary sphincter. The balloon was replaced with a new 71cm balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Describe event or problem: updated.

Event description:
It was reported that following the implantation of an ams800 artificial urinary sphincter device, the patient experienced continued incontinence. The balloon was replaced with a new 71cm balloon on (B)(6) 2018. Sphincter was closing well during cystoscopy post procedure.